Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported that the infusion tubing was leaking insulin from the connector of the infusion sets. The patient alleged that all the tubing she had from a particular box were defective. No adverse event reported. The infusion sets were requested to be returned for product evaluation.